Event description:
It was reported that during patient follow up, two episodes due to oversensing were observed on the ventricular channel. All electrical measurements were in range. The patient is not pacemaker dependent and will be followed up.

Manufacturer narrative:
(B)(4).